Event description:
It was reported that during a procedure, the cement rescinded to the cannula, where it semi hardened, a small piece of the cement came back past pedicle and into soft tissue. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the cement rescinded to the cannula, where it semi hardened, a small piece of the cement came back past pedicle and into soft tissue. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.